Event description:
On (B) (6), 2010, the pt underwent an endovascular procedure to treat an infrarenal aortic aneurysm. The proximal neck was angulated at 65 degrees with a 22 mm neck length. The proximal neck diameters were between 22 and 24.9 mm. The physician first implanted the gore excluder aaa endoprosthesis trunk-ipsilateral leg component on the right side. The trunk-ipsilateral leg component deployed 1 cm distal of the desired landing zone. This was attributed to the significant neck angulation. The ipsilateral leg was extended with the pxc18100 contralateral leg component. Both iliac arteries were tortuous with long angles and an "s" curve. Next, the physician cannulated the contralateral gate with the pxc14200 contralateral leg component. It was noted during cannulation, and deployment that the wire was bending laterally and to the right as the result of the noteworthy tortuosity. Next, the physician extended the pxc14200 with a pxc161000 contralateral leg component. The wire again bent laterally and to the right. When this contralateral leg component was deployed, the proximal neck of the trunk-ipsilateral leg component pulled out of the proximal neck and into the aneurysm sac. The physician attempted to extend the proximal neck of the trunk-ipsilateral leg component with three aortic extender components, however, with the angulated anatomy, the aneurysm sac was to the left and the proximal neck was to the right. Therefore, the physician could not extend the endograft system back into the proximal neck of the aneurysm. The physician then chose to do an open conversion and explant the devices. The physician's plan was to complete the procedure with an aorto-bi-fem procedure. During the open surgical procedure, the physician identified a 'large" piece of calcium (measurements not available) at the angulation of the proximal aortic neck. The calcium was large enough to prevent wall apposition at the proximal neck of the endograft system. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, indications for use for the trunk-ipsilateral leg component, the proximal aortic neck angulation should be less than or equal to 60 degree. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Please note additional devices implanted and explanted: pxc181000/7038111, pxc141200/7468144, pxc161000/7468341, pxa280300/7241409, pxa280300/7391083, and pxa280300/06852845.